Event description:
As reported, following a cesarean delivery, the patient experienced postpartum hemorrhage (pph) secondary to uterine atony, with an estimated blood loss of approximately 500ml. Uterotonics were administered, and bleeding points were sutured prior to attempting balloon placement. The bakri tamponade balloon catheter, which was not tested before use, was then placed transabdominally. The customer reported that it is possible that a needle may have penetrated the balloon during incisional suturing. After the incision was sutured, the placement of the balloon was checked vaginally, at which point leaking was observed and pinpoint breakage was identified. The user replaced the compromised device vaginally to complete the procedure, and hemostasis was achieved. An additional 80 ml of blood was lost following the balloon failure, resulting in a total estimated blood loss of 580¿600 ml. Maternal blood transfusion status was not reported. No section of the device remained inside the patient¿s body, and no additional interventions were required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, following a cesarean delivery, the patient experienced postpartum hemorrhage (pph) secondary to uterine atony, with an estimated blood loss of approximately 500ml. Uterotonics were administered, and bleeding points were sutured prior to attempting balloon placement. The bakri tamponade balloon catheter, which was not tested before use, was then placed transabdominally. The customer reported that it is possible that a needle may have penetrated the balloon during incisional suturing. After the incision was sutured, the placement of the balloon was checked vaginally, at which point leaking was observed and pinpoint breakage was identified. The user replaced the compromised device vaginally to complete the procedure, and hemostasis was achieved. An additional 80 ml of blood was lost following the balloon failure, resulting in a total estimated blood loss of 580¿600 ml. Maternal blood transfusion status was not reported. No section of the device remained inside the patient¿s body, and no additional interventions were required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures. One device was returned for investigation with no original packaging. A small tear in the balloon material was observed near distal glue bond. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied. "Upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.